Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 315-35-00 - glnd kwire (B)(6). 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-06-38 - glenosphere 38mm (B)(6). 300-01-13 - equinoxe, humeral stem primary, press fit 13mm (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6). 320-38-00 - 145-deg pe 38mm hum liner +0 (B)(6).

Event description:
As reported, approximately 1 year and 1 month post initial right total shoulder arthroplasty (tsa), the patient presented to surgeon's office with recurrent shoulder dislocation problems. A revision was performed at which time the surgeon removed in situ 38mm glenosphere, locking screw, humeral liner, humeral tray and fixed angle screw. The surgeon then trialed and implanted a larger diameter and lateralized 42mm glenosphere, new locking screw, new thicker humeral tray/liner construct (+2.5mm) and fixed angle humeral break-off screw, with the goal of providing shoulder joint stability. The event was not related to the breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.